Event description:
It was reported that the patient was experiencing inadequate stimulation and was having difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein two additional leads were implanted. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.